Event description:
It was reported that in the pt's room approx a week after the catheter was placed in the pt's internal jugular vein, the pt pulled on the catheter, resulting in it separating from the suture wing. As a result, the catheter was removed and replaced without issue. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence. Add'l info: upon inspection of the returned sample, the pt pulling on the catheter resulted in a catheter hub separation and not the wing as originally reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. F/u report will be filed if add'l info becomes available.